Event description:
Add'l info: pt had a dermal wound which was cut with glass. Pt was treated 8 days prior to event date. The attending physician reports that no sutures were necessary. 4 days prior to event date, the pt returned and wound area was examined. The adhesive was still in place. On the event date, the pt returned for a follow up, and it was noticed at this time that the wound was open. Suture was used at this point. Pt indicated that the wound area was not exposed to water or moisture. No add'l info is available.

Event description:
According to the report, the adhesive was used to close a laceration between the wrist and elbow. The laceration was longer than 1 inch in length. Patient was instructed on proper wound care. Seven days after application, the wound dehisced. Patient laceration was sutured to close the wound.